Event description:
Covidien received information stating the ventilator screen froze during patient use. The patient was removed from the device and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The returned device was inspected for the reported frozen screen issue. The reported event was not duplicated; therefore, the report is not confirmed. The ventilator was found to function as intended during testing. Covidien reference: (B)(4).